Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: investigation revealed that there were multiple cracks in the battery compartment. Evaluation also revealed that the display lens had multiple cracks along the display lens-case joint. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there were multiple cracks in the battery compartment. Evaluation also revealed that the display lens had multiple cracks along the display lens-case joint. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/24/2015.